Event description:
The customer contact reported that the device touchscreen does not respond when pressed and would not calibrate. The device was returned to the biomedical department with a work order that indicated the touchscreen was not responding. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was unresponsive and did not pass calibration. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed and would not calibrate. During a review of the device history, multiple touchscreen fail errors were noted. The probable cause of the device touchscreen not responding when pressed was due to contamination on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.